Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt reported they had a replacement of their lead and revision of their implanted device because their lead migrated. Pt stated the lead that was replaced started to migrate from t9 all the way down their spine about 3 months after implant. Pt stated they were getting intermittent relief of symptoms when the lead began to migrate and then it stopped working all together. Pt also mentioned that their device was moved to another location as well.